Manufacturer narrative:
Product evaluation: the product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting entity did not provide a valid lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. UDI number is not available due to the limited information provided by the reporter. Zip code is not indicated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that he met another consumer at the ophthalmology department who also had iol implantation on the same day he had and had the same issue after (he could not see well either). All the other patients who underwent surgery on the concerned day had no issues with their vision. Additional information was provided that the patient visited his surgeon and there it became revealed that his vision problem was caused by edema in the fundus of the eye. It is going to be treated by a simple medical treatment or an injection if the first treatment fails. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided, indicating that the patient's symptoms resolved completely soon after he received eye drops (not further specified) for the edema.